Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the crimped stent found that the distal end of the stent was damaged with stent struts stretched and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and midshaft section found a kink in the midshaft 3.5 cm distal to the hypotube midshaft bond. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcification mid to distal left anterior descending artery. Following pre-dilatation with a 2.0 x 15 non-bsc balloon catheter, a 2.50 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to the calcification. The device was removed from the patient and it was noted that the distal stent strut was damaged. The procedure was completed with another 2.50 x 38 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.